Event description:
It was reported that during a laparoscopic right hemicolectomy, a tissue was hooked by the tissue pad and there was a little bleeding. The bleeding was stopped by astriction with gauze. No error code was displayed. Another device was used to complete the case. There were no adverse consequences to the patient. No pieces fell into the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the tip of the tissue pad damaged and missing a small piece. The device was connected to a test handpiece and gen11 and it did activate during functional testing. During the test media no anomalies were found with the functionality of the device. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.